Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no loose conductor wire observed during visual inspection. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument conductor wire loose, broken, or disconnected. The procedure was completed with no reports of patient injury.